Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while walking, due to oversensing and small signal amplitude. The vector was being switched to alternate, post shock. It was noted that this patient received an inappropriate shock 1 year ago. A rise in shock impedance measurements were observed, remaining within normal range. Technical services (ts) recommended obtaining x rays for possible migration. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.